Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to type of reportable event updated from malfunction to serious injury

Event description:
It was reported that a faradrive steerable sheath clear was used in an atrial fibrillation ablation procedure. During the procedure a small/slow leak from the back of faradrive hemostatic valve was noted. A week after the procedure the patient had developed a stroke. The device was disposed and not returning.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was used in an atrial fibrillation ablation procedure. During the procedure a small/slow leak from the back of faradrive hemostatic valve was noted. A week after the procedure the patient had developed a stroke. The device was disposed and not returning.